Event description:
The patient reported that the needle button popped up while wearing the v-go device. This is not the first time this has occurred however the last time this happened was (B)(6) 2021, the patient was unable to provide any other specific dates. The patient wears the v-go on his abdomen and patient did not accidentally hit the needle release button. The patient stated when he applies the v-go patient presses the "rounded portion" of the needle button. The patient discarded all devices.